Event description:
Event was identified by the clinical events committee and was deemed to be consistent with an mi. During index procedure, one lesion was treated. One endeavour rx drug-eluting stent (2.75 x 12 mm) was implanted to the distal lad, and two other branded stents were implanted to the distal lad also. Approximately one day after the index procedure, the pt suffered a non q-wave mi in the territory of the implanted stent. At 30 day f/u, patient's cardiac status was stable angina, and was asymptomatic / free of symptoms at 6 month f/u, 1 year f/u.

Manufacturer narrative:
(B) (4). Results: mi.